Manufacturer narrative:
Concomitant medical products: product ID: 3391s-40, lot# v996437, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37642, serial# (B)(4), implanted: (B)(6) 2013, product type: programmer, patient. Product ID: 3391s-40, lot# v996437, implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
It was reported the patient had a cardiac arrest. It was noted hospitalization and medical intervention occurred and the patient was in the coronary care unit (ccu). It was stated the patient was programmed at their doctor¿s office the day prior to report and they had a cardiac arrest overnight. The patient status at the time of report was alive with injury and they were not conscious and intubated. It was stated the patient had altered mental status and a loss of consciousness. It was further reported the programming was part of the regularly scheduled appointments in attempt to maximize the patient¿s benefit. It was stated they were unable to determine if the event was device related. It was noted the prognosis was not in favor of recovery. It was further reported the patient passed away 6 days prior to report.

Event description:
Additional information received reported the cause of the death was due to cardiac arrest and it was not due to the device or therapy. It was further reported the patient had gone in for a regular programming session and the following day they ended up having a myocardial infarction.